Event description:
Doctor was pressing the plungers on opal seal with a new tip and the fibers shot out and opal seal ended up on the doctor's face and in his eye. He rinsed his eye, but was going to head over to an eye doctor for further advice. Directed to the msds for instructions to rinse eye.